Manufacturer narrative:
Additional information: b5, g3, g6, h2.

Event description:
Additional information received from clinical has indicated that there is no flow at or distal to the sensor consistent with the dampened waveforms.

Manufacturer narrative:
Additional information: no device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor.